Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider (hcp) reported they did electronic analysis - impedance on (B)(6) 2016 and all were within normal range. Program 1 0-/3+, p2 1-/3+, p3 2-/3+, p4 3-/0+ all felt perineal below 1.0 volts. The patient was on program 4 at .7 volts 100% of the time. After turning the "sos" off the patient stated their headache, chest pain, and abdominal discomfort were gone. It was noted that the patient declined having allergy testing done after being provided with the lead and ins specifications. The patient also requested to have the system removed and is scheduled for (B)(6) 2016. Additional follow up information from the patient mentioned previously reported issues. They stated that their chest pain had gone away and they were taking the ins system out the day after the report.

Event description:
The patient reported that, since implant on (B)(6) 2015, their life has fallen apart and they have had several reactions. The reactions include mass cell syndrome, rashes, allergic reaction to implant/metals, implantable neurostimulator (ins) pushes out of the body/flips to where they can't lay down, hurts, heart pain/palpations, going blind, being sick, can't take antihistamines, and neuropathy like bolting electricity. It was also noted that the patient has been feeling like every nerve is being welded as of (B)(6) 2016. However, the patient likes what the implant does otherwise. It was noted that the patient has ehlres-danlos syndrome which involves weak collagen which compresses blood vessels. The patient stated this is why it would not seal around the ins or make a good pocket. The healthcare provider (hcp) didn't know and only suggested the patient wear spanx, which was contradicted for ehlers-danlos syndrome. The patient is to follow up with their hcp. Additional information received from the hcp reiterated that the patient was diagnosed with ehlres danlos syndrome, and that they had a mass cell systemic allergic reaction including headaches, chest pain, and abdominal discomfort. It is unknown if the adverse events are related to the ins but the patient was tested at the u of m three weeks prior to date notified. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.